Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed due to a bad cable unit connector that needed to be replacement. Based on the results of the investigation, it was determined that the product specifications were met. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was no image displayed on the camera head. The issue was found during preparation for use for a diagnostic procedure and there were no reports of patient harm.